Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device did not deliver the shock to the patient. The patient involved was reported to have not experienced harm or any adverse impact. The patient was reported to have a ventricular fibrillation rhythm. The attending doctor perceived that the charging was taking too long. It was reported that the doctor turned the device off and back on and was able to charge the device and delivered a shock to the patient. Additional information has been requested.

Manufacturer narrative:
The investigation has determined that this is a duplicate of previously submitted report MDR#1218950-2017-06443. No further investigation is required.